Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 11-apr-2023. The most recent information was received on 25-apr-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("increasing pelvic pain") in a 35 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1023 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), pruritus ("itching skin"), malaise ("malaise/ general feelings of ill health"), immune system disorder ("immune response symptoms") and inflammation ("inflammatory response symptoms"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain was resolving. The outcomes for pruritus, malaise and immune system disorder were unknown. The reporter considered immune system disorder, inflammation, malaise, pelvic pain and pruritus to be related to essure administration. The reporter commented: since my hysterectomy in 2018 I have had a significant reduction in symptoms such as the pelvic pain which I believe had been inflamed by the essure devices. I have now got even more emotional symptoms caused by needing a hysterectomy at 35 years of age and still not having a successful ivf outcome but I feel better physically at least not having these horrible devices inside my body. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority, the consumer or the healthcare professional is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: (B)(4) on 11-apr-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("increasing pelvic pain") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1023 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), pruritus ("itching skin"), malaise ("malaise/ general feelings of ill health"), immune system disorder ("immune response symptoms") and inflammation ("inflammatory response symptoms"). Essure was removed on (B)(6) 2018. The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain was resolving. The outcomes for pruritus, malaise and immune system disorder were unknown. The reporter considered immune system disorder, inflammation, malaise, pelvic pain and pruritus to be related to essure administration. The reporter commented: since my hysterectomy in 2018 I have had a significant reduction in symptoms such as the pelvic pain which I believe had been inflamed by the essure devices. I have now got even more emotional symptoms caused by needing a hysterectomy at 35 years of age and still not having a successful ivf outcome but I feel better physically at least not having these horrible devices inside my body. Further company follow-up with the regulatory authority or the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.